Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the device turned off automatically after being started for a period of time due to a defective printed circuit board. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the screen of the high definition lcd monitor blacked out without signal occasionally. The event occurred during inspection after a diagnostic gastroscope procedure. The procedure was completed using the same device without delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that¿ the device turned off automatically¿ due to printed circuit board (g1 board) failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.